Manufacturer narrative:
(B)(4). The devices remain implanted and is not available for analysis. Also was implanted: (B)(4). UDI# (B)(4). According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and / or require intervention include, but are not limited to endoleak and aneurysm enlargement. Users are made aware of the risks associated with type ii endoleaks in the IFU and are instructed to consider the risks and benefits discussed in the IFU for each patient before using the devices. According to the IFU, additional considerations for patient selection include but are not limited to patient¿s anatomical suitability for endovascular repair. Key anatomic elements that may affect successful exclusion of the aneurysm include severe proximal neck angulation, short proximal aortic neck and significant thrombus and / or calcium at the arterial implantation sites, specifically the proximal aortic neck and distal iliac artery interface. Please note as the date when the endoleaks and aneurysm enlargement were determined is unknown, (B)(4), 2021. A reintervention day will be used as the event date.

Event description:
On (B)(6), 2017, the patient underwent endovascular treatment of an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses. On an unknown date, at a follow up examination, a type ii endoleak originated either from the ima or the lumber artery was determined. Additionally, a distal type I endoleak was confirmed. An aneurysm enlargement was also detected (unknown amount). On (B)(6), 2021. A reintervention was performed. Reportedly, no treatment was performed to treat a type ii endoleak. To be able to extend the device into the left external iliac artery, the left internal iliac artery was coil embolized. A stent graft was implanted in the left external iliac artery to treat a distal type I. Also, one aortic extender component was implanted at the proximal side to treat a suspected proximal type I endoleak. It was reported that the event was occurred due to the poor condition in the left common iliac artery. The left common iliac artery was partially aneurysmal and had some thrombus. The patient tolerated the procedure. The physician is monitoring the patient.